Event description:
It was reported that the device's therapy connector had a broken pin. There were no reports of pt use associated with this event.

Manufacturer narrative:
Physio-control provided customer with the part number for a replacement therapy connector. The customer later confirmed that he had replaced the therapy connector and then observed proper device operation. The removed connector will not be returned to physio-control for eval. The root cause of the reported failure cannot be determined.